Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. ,

Event description:
(B)(4). The customer reported via phone call of issues with their insulin pump. The customer states they had issues with button error alarm. The customer's blood glucose level at the time of incident was 555mg/dl. Troubleshoot was conducted. The customer treated the highs with manual injection. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. All operating currents were within specification. The pump was received with intermittent button response on all buttons due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and a scratched reservoir tube window.